Event description:
It was reported that the ventilator alarmed for a disc sense condition and had no flow output. The ventilator was not connected to a pt when the reported problem occurred. No reported harm to the pt.